Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that a "replace sensor message" occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced a hyperglycemic event which occurred the same day the wearable was inserted into the arm. On (B)(6) 2025, the patient called in due to receiving an alert to ¿replace the sensor now¿ even though the patient reported a new sensor was just inserted. The patient did not have any other sensors to use. It was also reported that the patient had blood glucose (bg) meter supplies available, but it was not confirmed if it was used during the time the patient was not receiving continuous glucose monitor (cgm) values. Around 8am, the patient started to have a loss of appetite and could no longer hold down water. Therefore, the patient¿s parent took him to the emergency room (ER). At the ER, the patient was given an unspecified IV drip, as the patient was reported to be dehydrated. He was also diagnosed with diabetic ketoacidosis (dka). The reporter could not recall what the patient¿s bg meter reading was. The patient was discharged home approximately 12 hours later. He was ¿stable and fine¿ at the time of report. Data was provided for investigation. A wearable failure was found in connection to the allegation. The allegation was confirmed via data on (B)(6) 2025. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 correction/additional information. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, data investigation was further reviewed. At 03:42 pm on (B)(6) 2025, the patient's estimated glucose values (egv) of 251 mg/dl rose above the user-set high alert threshold of 250 mg/dl, and the app delivered the high alert at 10 percent volume. The app continued to deliver high alerts, increasing to 50 percent volume, until 08:07 pm. From 08:12 pm on (B)(6) 2025 to 07:57 am on (B)(6) 2025, the app experienced signal loss over an hour. At 08:00 am, when signal returned, the signal loss alert was acknowledged, and the app delivered a high alert at 80 percent volume with an estimated glucose value of 307 mg/dl, which was acknowledged immediately. From 08:47 am on to 09:12 am, the app experienced signal loss under an hour. From 09:22 am to 10:12 am, the app delivered high alert, increasing to 80 percent volume, with egvs of high (over 400 mg/dl). From 10:17 am to 11:32 am, the app experienced signal loss over an hour. At 11:34 am, when signal returned, the signal loss alert was acknowledged, and the app delivered a high alert at 80 percent volume with an egv of high (over 400 mg/dl), which was acknowledged immediately. From 12:27 pm to 02:47 pm, the app experienced signal loss over an hour. From 03:30 pm to 09:32 pm, the app delivered high alerts, with varying volume levels, with egvs of high (over 400 mg/dl). At 09:37 pm, the high alert was acknowledged. At 10:22 pm, the sensor failed due to very low counts aberration, and the app delivered a sensor failed alert at 10 percent volume, which was acknowledged five minutes later at 10:28 pm. At 10:40 pm, a new sensor session was started, with the first egv of high (over 400 mg/dl) at 11:05 pm. The app delivered high alerts at 10% volume, with egvs from 388 mg/dl to high (over 400 mg/dl), from 11:05 pm on (B)(6) 2025 until the high alert was acknowledged at 12:54 am on (B)(6) 2025. The patient's egvs remained above the high alert threshold, but the app did not deliver additional high alerts after acknowledgement as the snooze feature was disabled. At 05:00 am on (B)(6) 2025, the app experienced 5 minutes of brief signal loss. From 05:10 am to 06:55 am, the app experienced signal loss over an hour, with the signal loss alert acknowledged at 05:47 am. At 06:57 am, the app delivered a high alert at 10 percent volume with an egv of 385 mg/dl, which was acknowledged immediately. The patient's egvs remained above the high alert threshold, but the app did not deliver additional high alerts after acknowledgement as the snooze feature was disabled. At 09:40 am, an egv of 207 mg/dl returned within target range. Data investigation could not confirm the allegation or determine a probable cause. No additional patient or event information is available.